Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the patient¿s remote device didn¿t work. After pressing the backlight button, the patient saw the warning message to change the batteries in the patient programmer (pp). After changing the batteries, the issue was not resolved; they didn¿t hear a beep when different batteries were inserted and the pp did not power on. The patient thought the batteries in the pp would last longer than three months and noted that they didn¿t think the batteries they put in the remote had been used before. It was also reported that the patient was going to the bathroom all the time, starting on (B)(6) 2017. After replacing the batteries again, they were able to power on the pp and sync successfully. They changed to program 4 and increased the amplitude to the point of feeling the stimulation sensation. The patient was concerned that the pp battery depletion was related to their return of urgency symptoms. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient as they notified their doctor for the symptoms. Urinary tract infection could be the reason for return of urgency and all the symptoms. Patient's weight was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient as there was history of uti on (B)(6)2017 and they had implant on 2017-09-12 and they had uti again on (B)(6)2018. There was no cause identified as uti was just positive. It was necessary that uti was related to underlying urinary dysfunction as there was no known cause. They mentioned that uti was not most likely related to device or therapy. They had rx for treatment and a follow-up urine culture and all 3 cleared up after antibiotic treatment.